Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00515047501, lot number z000008070, identified no relevant deviations or anomalies. Product examination found that there was leakage from the batteries. Some of the battery contacts were badly corroded. This complaint is confirmed. The root cause of the reported event is that there was a battery leak. However, the reason for this battery failure could not be ascertained. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during the surgery, that the zimmer pulsavac didn¿t work at all since the nurse opened it. Therefore, the surgeon used an alternative one to complete the surgery. After the surgery, the battery pack was opened to reveal the batteries had leaked. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.